Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery and that her blood glucose has been high. The patient's blood glucose at the time of incident was 324 mg/dl. She treated with manual insulin injections but her blood glucose would not come down. Her blood glucose at the time of call was 495 mg/dl. She experienced extreme body pain and nausea as a result of her hyperglycemia. Troubleshooting was initiated to inspect the pump. The drive support cap was normal. There were no air bubbles in the tubing. The customer was able to perform the manual prime as well. A high pressure test was performed and the pump passed. The insulin pump was not returned or replaced.